Event description:
The reporter contacted animas on (B)(6) 2012, alleging that the arrow keys takes approximately 2-3 hard pushes for the keypad buttons to respond. The reporter denied any misuse of the product and denied any moisture in the keypad. The alleged issue was not resolved over the phone. There is no evidence that the product caused or contributed to a serious injury. The complaint is being reported since the alleged issue was not resolved over the phone.

Manufacturer narrative:
Submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all of the keypad buttons were normally responsive and functional. The keypad cover was removed for investigation and revealed no evidence of contamination or defects. The pump cover was removed for investigation and did not reveal any defect in the keypad flex or connector. Investigation was unable to confirm or duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.